Event description:
During use of the device for a non-clinical activity, the user reported that an arterial module initialization failure error "f070" occurred. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.